Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and found that the o2% was off and a new o2 sensor was placed in the device. The unit ovp (operational verification procedure) was successful via OEM (original equipment manufacturer). The device was placed back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable) error. As of this time, there is no information about patient involvement associated with this reported event.